Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was reported that the sensor wire was detached and missing from the sensor pod when the sensor was removed from the body. There was no indication that the device caused or contributed to a serious adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.